Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of an aortic arch aneurysm using two gore® tag® thoracic endoprostheses (tg3420/7244641, tg4020/7001208.) Prior to the implantation, a debranching surgery was performed on the aortic arch branches, and a coronary artery bypass grafting was also performed. The preoperative aneurysm diameter measured 76 mm. On (B)(6) 2009, the patient suffered heart failure due to aortic regurgitation caused by a type a dissection. On the same day, an ascending aorta replacement and an aortic valve replacement were performed to treat the aortic regurgitation and the type a dissection. The patient tolerated the procedure. On (B)(6) 2010, the patient underwent an endovascular repair of a descending thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg3415/7306625, tg3420/05626826). It was reported as a guidewire was inserted through the patient¿s tortuous anatomy, an aneurysm rupture occurred. The tag devices were implanted as planned and the bleeding was under control. However, the circulation collapsed and the patient did not recover. The patient expired on the same day due to the aneurysm rupture.